Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the device. Accuracy was withing specifications. The expulsor assembly was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -9.6%. There was no patient involved